Event description:
During a surgeon conference, a case of bilateral toxic anterior segment syndrome with implantable collamer lenses was mentioned. The surgeon speaker was not able to provide additional information as this patient was from a different surgeon and clinic. No further information was available or provided.

Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (expiration date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Manufacturer narrative: a review of the device labeling was completed. Iritis and infection are identified in the labeling as known adverse events following icl implantation. The directions for use adequately provides surgeons instruction for icl implantation. Dfu states: as with implantation of other types of intraocular lenses, potential adverse events can include, but are not limited to infection. Under icl handling precautions: complete irrigation and aspiration of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic products that may be difficult to aspirate should not be used. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors. Claim# (B)(4).